Event description:
The reporter stated that the device had a broke syringe holder. There was no pt injury or treatment associated with this event. During eval it was discovered that the alarm sounded bad.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. During eval the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.